Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate/abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.